Event description:
As reported through review of medical records received by edwards surgical compliance, approximately 2 years and 7 months post implant of a 23mm sapien 3 ultra valve in the aortic position, the patient presented with worsening shortness of breath (sob). An echo (tte) at 1 year and 7 months reveled a bioprosthetic aortic valve well seated with severe patient prosthetic mismatch and moderate to severe aortic regurgitation. The aortic valve measured 72mmhg, mean gradient 28mmhg and an aortic valve area (ava) continuity vti of 0.58cm2. An echo performed at 2 years and 6 months revealed bioprosthetic aortic valve well seated with severe patient prosthetic mismatch and moderate to severe aortic regurgitation with an av peak of 72mmhg and mean gradient 31mmhg and aortic valve area of 088cm2. A recommendation of a tee to assess possible tavr dysfunction versus moderate to severe paravalvular leak/intra-valvular aortic insufficiency. Upon review of further medical records, an echo (tee) performed at 2 years and 7 months revealed moderate intra-vascular aortic valve regurgitation and appears central. The av peak measured 34mmhg and mean gradient 14mmhg with a valve area of 0.9cm2. The patient has history of prosthetic mismatch. A cta suggested of halt. The patient was treated medically, with a possible valve in valve procedure. A CT and echo (tte) will be performed in the future.

Manufacturer narrative:
The investigation is ongoing. The valve remains implanted in the patient.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. In addition, no relevant imagery was provided for review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the IFU, leaflet thickening and stenosis are potential adverse event associated with the use of valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per medical records, patient had esrd (end stage renal disease) or chronic kidney disease (ckd), diabetes mellitus (dm) and high cholesterol (hypercholesterolemia). The ckd and dm are the known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis/leaflet thickening. In addition, hypercholesterolemia/hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. It was also noted that patient was prescribed anticoagulant medication (coumadin or warfarin), which suspected that patient was potentially to have thrombosis resulting in the leaflet thickening and stenosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening, stenosis and increased gradients. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. In this case, the patient had thickened leaflet, which could impact leaflet functionality by preventing the valve leaflets from proper coaptation and leading to central regurgitation. Patient prosthesis mismatch (ppm) refers to a situation in which the effective valve area after valve replacement is less than that of a normal human valve. A reduction in the effective valve area would cause the heart to work harder to eject blood into the aorta, resulting in elevated gradients. In this case, the underlying reason for patient-prosthesis mismatch is unknown. However, it is likely that the ppm resulted in elevated pressure gradients due to the effective valve area being too small for unobstructed blood flow. As reported, patient had stenosis, which could lead to valve area too small for the blood flow. As such, available information suggests that patient factors (ckd, dm, hypercholesterolemia, thrombosis, stenosis, leaflet thickening) may have contributed to the reported events. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.